Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during fill 3 of 4 a fluid leak was encountered. The cycler alarmed with an air detected in cassette warning. The caretaker discovered fluid in the cassette door of the cycler. Technical services suggested for the cycler to sit and dry out and then do another treatment the following day. In a follow up, the caretaker said the patient did not have any harm, adverse event or intervention in association with the fluid leak. The caretaker said the cycler was used the next day and ongoing ever since the leak and there has been no issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during fill 3 of 4 a fluid leak was encountered. The cycler alarmed with an air detected in cassette warning. The caretaker discovered fluid in the cassette door of the cycler. Technical services suggested for the cycler to sit and dry out and then do another treatment the following day. In a follow up, the caretaker said the patient did not have any harm, adverse event or intervention in association with the fluid leak. The caretaker said the cycler was used the next day and ongoing ever since the leak and there has been no issues.